Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device indicated missing grommets and missing set screws.

Event description:
It was reported that the patient experienced an infection. The implantable pulse generator (ipg) was explanted, sterilized and the physician attempt to reimplant the same implantable pulse generator (ipg) on the right side of the chest. While attempting to connect the device, the set screw would not be put back in. The physician felt there was a set screw issue and requested a new implantable pulse generator (ipg) to be implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.